Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable, lemo pin connector, camera, video controller board, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had poor image quality with gray images and the technique drove to maximum during a case. No pt injury was reported.